Event description:
This case was reported by a consumer and described the occurrence of anemia in a (B)(6) female pt who received super poligrip extra care with poliseal gel (formulation mfc50015) over a period of 11 years for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started poligrip extra care with poliseal gel (dental). At an unk time after starting poligrip extra care with poliseal gel, the pt experienced anemia. The pt reported, "for 11 years, I have used way too much" (device misuse). "My denture comes out because I have no gum tissue" (gum tissue gone). The pt queried, "what sickness would you get if you used too much" (sickness). This case was assessed as medically serious by gsk. Treatment with poligrip extra care with poliseal gel was continued. At the time of reporting, the events were unresolved. Manufacturer's comment: poligrip extra care with poliseal is manufactured in (B)(4). The lot number for poligrip extra care with poliseal is available (x09406). It was unk if the product will be returned for quality testing. (B)(4).